Manufacturer narrative:
Product ID 7434-e, serial# (B)(4), implanted: 1995-(B)(6), product type programmer, patient product ID 7492, serial# (B)(4), implanted: 1988-(B)(6), product type extension product ID 3586, serial# (B)(4), implanted: 1988-(B)(6), product type lead. (B)(4).

Event description:
It was reported that patient ¿had too got infected on it.¿